Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 365 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 412 mg.dl. Customer was not treated for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. The customer did the self test and they passed the self test. Auto mode of the insulin pump was active at the time of incidence. Customer declined to perform high pressure test. The insulin pump will be returned for analysis.